Manufacturer narrative:
Findings: pump error alarm noted in the pump history and critical pump error (open book image) alarm during testing due to out of spec force sensor zero offset. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Unit was received with scratched case, minor scratched lcd window, cracked select button keypad overlay, missing serial number label and cracked case at corner of the belt clip rails.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer received a pump error alarm. Their blood glucose was 183 mg/dl. They were advised about the alarm and was trying to assist with clearing it. The customer stated that the insulin was not exposed to a high magnetic field. The alarm history was checked and found the pump error alarm. The customer states that they were not able to rewind the pump. They were advised to discontinue use of the insulin pump and to revert to a back-up plan. The insulin pump will be returned for analysis.